Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the articulating arm would no longer fully tighten. There was no patient present when this issue was identified.